Manufacturer narrative:
Please note that this report implicates the following serial numbers: (B)(4). Add'l info will be provided once investigation is completed.

Event description:
Allegedly, the light turns off intermittently.